Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The investigation will be initiated once the responses to additional questions have been received. The paz, r1 and cx files have been received. Siemens field service engineer (fse) has been on site to check the system and to change the lamp. The system is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results for one patient when running two samples on the same rp 500 and one sample on a non-siemens lab instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation: based on the investigation results, it can be concluded that the instrument and the co-oximetry in the m-cart 3110207315 of rp500 sn (B)(6) were working as intended in and around the time of the reported discrepant results based on the sensors' slope, calibration stability and recovery of aqc. The rp500e results from the suspect patient sample appear valid. There was significant difference in the deoxygenated hemoglobin levels of the escalated sample suggesting a difference in the blood sample/patient outlook for the results being compared. Proper sample collection devices, sample handling, mixing and time to sample analysis helps to ensure accurate patient test results. For an accurate measurement of thb in whole blood, it is known that thorough mixing and rotating of the red blood cells immediately before analysis is required. Differences in mixing between the two sample types could be a contributing factor in recovery.